Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as device was not returned and part number and lot number as reported were not valid prodisc-c part and lot numbers.

Event description:
Surgeons office reported a failed total disc arthroplasty c5-c6 with subsidence of the device into vertebral body and kyphotic deformity. Reportedly prodisc-c was too small for vertebral body causing subsidence of the implant. Pt reported as doing well status post fusion c5-c6 and is working full duty with no restrictions.